Event description:
It was reported that the insulin pump did not deliver insulin, and the customer experienced high blood glucose of 470mg/dl; the customer was treated with a bolus. The mother stated that the plunger did not push the reservoir inside the reservoir compartment. Reviewed the alarm history and the no delivery alarms were missing. Troubleshooting was performed, and the displacement test passed. The mother will call back to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.